Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) impedances of greater than 2000 ohms as well as high thresholds. As a result the lead was surgically abandoned and successfully replaced. The patient received an entirely new system on the opposite side, so the atrial lead and the device were also removed from service. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.